Manufacturer narrative:
The subassembly in question is manufactured by smiths medical asd. This assembly is incorporated into the finished product by another country MFR. The finished product is further assembled, packaged and sterilized. Visual inspection of the returned product confirmed the male luer lock was detached from the tubing. There were no manufacturing issues observed that would have contributed. The od was within specification, solvent had been correctly applied, and the tube had been fully inserted into the male luer lock. The cause of the separation could not be determined. The device history record was reviewed with no issues present. Review of the complaint database indicates this is the second reported separation issue for this product code, but the first involving this subassembly in the last 24 months. Smiths was able to confirm the issue; however, no direct cause could be determined. The issue is being monitored for trend. No additional action necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated that the male luer lock was found to be detached from the tubing. No patient injury or treatment was reported for this event.